Manufacturer narrative:
A ge service rep performed an onsite investigation. A connector was cleaned and reseated. The system was then found to be operating as intended.

Event description:
The customer reported there was no live image display. There is no report of pt injury.